Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: small bowel resection. According to the reporter: customer reports that the (B)(4) was fired on small bowel. Upon returning firing mechanism, it stopped half way back and the instrument came apart without pressing the button to unlock. The staple line was inspected, and was found to be incomplete, as the bowel opened under gentle manipulation. Another firing was required, and was successful. Concerns about both staple line integrity as well as an exposed knife blade were expressed. No patient injury or ill-effects. Medical intervention: had to redo the anastomosis. Tissue loss: additional 2cm proximal and distal to redo the anastomosis. No tissue damage or bleeding. No reinforcement material used. No extension to surgical time required. Nothing fell in the surgical cavity. Patient current status reported as well. The device will be returned for evaluation.